Event description:
It was reported that the right ventricular (rv) lead was suspect of perforating the patient¿s heart. The patient suffered a cardiac tamponade. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.